Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The switch box unit was broken. There was consequential damage due to liquid penetration into the switch box unit. Switch one (1) was damaged. The charge-coupled device cover lens was scratched. The acoustic lens was damaged. The light guide bundle and control unit were humid. The connecting tube protruded. The scope cover was broken. The universal cord was kinked. The angulation wire had play. The piezo elements were defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, switch buttons three (3) and four (4) did not work on the evis exera ii ultrasound gastrovideoscope. No patient harm reported. During the evaluation of the device, it was noted there was a gap in the adhesive on the distal end. This report is to capture the reportable malfunction of the gap in the adhesive on the distal end noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to initial medwatch. The aware date should be 18-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
During inspection and testing, service found the insertion tube was stiff. This report is being submitted to include the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - insertion tube became stiff due to failure of the variable stiffness mechanism. - insertion tube has become stiff due to the internal elements becoming stretched and/or shrunk. The event can be detected/prevented by following the instructions for use: ·operation manual 3.3 inspection of the endoscope ·operation manual important information ¿ please read before use - warnings and cautions olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).